Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. Access was obtained via the right radial artery. The 90% stenosed, eccentric, 3.5mm in diameter and 62mm in length, de novo lesion being treated was located in the moderately tortuous and mildly calcified bifurcation of the left main (lm) and left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm non-bsc balloon. The residual stenosis was 50%. The physician implanted three (3.5x18mm, 3.0x33mm, and 3.0x18mm) non-bsc stents in the bifurcated lesion. The physician attempted to use a 3.5x15mm quantum maverick balloon to post dilate the stents, but the shaft fractured, along the middle of the device, during advancement. The balloon catheter was removed and the procedure was successfully completed with another 3.0x15mm quantum maverick balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the hypotube was fractured. The proximal portion measured 53cm from the edge of the strain relief to the hypotube fracture site. The distal portion measured 90cm from the hypotube fracture site to the tip. The appearance of the fracture surface is consistent with the device having been kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. Access was obtained via the right radial artery. The 90% stenosed, eccentric, 3.5mm in diameter and 62mm in length, de novo lesion being treated was located in the moderately tortuous and mildly calcified bifurcation of the left main (lm) and left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm non-bsc balloon. The residual stenosis was 50%. The physician implanted three (3.5x18mm, 3.0x33mm, and 3.0x18mm) non-bsc stents in the bifurcated lesion. The physician attempted to use a 3.5x15mm quantum maverick balloon to post dilate the stents, but the shaft fractured, along the middle of the device, during advancement. The balloon catheter was removed and the procedure was successfully completed with another 3.0x15mm quantum maverick balloon. No patient complications were reported and the patient's status is stable.